Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer stated that they had pulled the plunger all the way down causing all the insulin to leak. The customer is on their last reservoir and requests for replacement sets to reservoir sets to them. The customer did not want to return their used reservoir sets back for analysis. A new reservoir was sent to the customer. No further information was provided.